Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a 0.014 non-bsc guide wire was crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and was exchanged with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. The physician then performed post-dilatation with a 2.0x150cm coyote¿ es balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.